Manufacturer narrative:
The mcs tip cover accessory will not be returned to isi for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if additional information is received. There was no adverse event since the reported arcing event occurred on the uterus, which was planned to be removed during the hysterectomy procedure. However, this complaint is being reported because an arcing event occurred while the surgeon was using the mcs tip cover installed on the mcs instrument.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the surgeon observed arcing from the tip cover accessory that was installed on the monopolar curved scissors (mcs) instrument and reportedly cauterized the posterior wall of the uterus. When the initial reporter, the site's robotic coordinator, performed an inspection, she was not able to identify any issues. On (B)(4) 2016, intuitive surgical, inc. (Isi) spoke with the clinical sales representative (csr) for the customer. The csr indicated that the mcs instrument and tip cover most likely will not be returned to isi. On (B)(4) 2016, isi contacted the initial reporter and obtained the following additional information: according to the coordinator, on visual inspection there was no breach of integrity on the tip cover (clear part) at all whatsoever. The coordinator stated that the tip cover was installed correctly on the mcs instrument. She also confirmed that the instrument, tip cover, and cannula were inspected prior to use. They followed the instructions for use (IFU)for the installation and electrolube application. She also confirmed the electrosurgical setting was as per recommendation. The reporter indicated that the planned surgical procedure was completed and no patient injury, harm or adverse events were reported. On (B)(4) 2016, isi also received information from the surgeon. The surgeon confirmed that there were no collisions with the maryland bipolar forceps that was also in use at that time. He stated that the arcing occurred from the sealed part on the instrument and he believes he saw a small hole on the tip cover. The surgeon stated that the burn was observed on the posterior wall of the uterus, which was eventually removed during the hysterectomy procedure. He stated that other burns were possible, but were undetected.